Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that everything was good up until last night. Customer stated that he had a bad night last night and removed the insulin pump. Customer's blood glucose was 500 mg/dl. Customer stated that the pump alerted him repeatedly but the pump would not change screens to allow him to bolus. Customer stated that the screen kept lighting up and stating meter bg now. Customer was explained that it was a calibration alert. Customer stated that the pump is in a box now and it is still alarming. Customer did not have time to be transferred to the helpline.